Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has been experiencing persistent background noise and tinnitus-like symptoms starting 3 years ago with audio processor usage. The symptoms persist briefly after removal of the processor. Despite normal implant function and trials with a new processor and reduced stimulation, the auditory response remains intolerable, prompting consideration for reimplantation. "Buzzing" sound is also reported without processor use. All the external equipment has been exchanged but with no change.

Event description:
The user has been experiencing persistent background noise and tinnitus-like symptoms starting three years ago with audio processor usage. The symptoms persist briefly after removal of the processor. Despite normal implant function and trials with a new processor and reduced stimulation, the auditory response remains intolerable, prompting consideration for reimplantation. "Buzzing" sound is also reported without processor use. All the external equipment has been exchanged but with no change.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient experienced a background noise when using the audio processor (ap). Further there is also a buzzing sound, which is also present without the ap. In situ measurements show the device working within specification therefore the reported symptoms seem to be device unrelated. Reportedly the recipient suffers from tinnitus, which is a known undesired side effect of cochlear implant surgery. No information on possible further steps has been received.